Event description:
Additional information reported that the patient later stated that they had pain occasionally. They reduced setting but most of the time there was no sensation at all and did not work well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their ins was repositioned on (B)(6) 2016 because it was rolling and moving around. The patient reported worsening pain at hip, can¿t sit back since revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.